Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was not required to visit the customer. The customer changed the aspirate probes on the access 2 immunoassay instrument, they then repeated the system check and all results were within specification. After this the customer performed a fifteen (15) replicate precision run for both access accutni+3 and access pthio and all results were within specification. The erroneous high access accu tni+3 and access pthio results were caused by the aspirate probes. Replacing the aspirate probes resolved the customer's issue.

Event description:
The customer noted multiple non-reproducible troponin I (access accutni+3) and parathyroid hormone intraoperative (access pthio) results for nine (9) patients on the access 2 immunoassay system (serial number (B)(4)). All results were generated on the (B)(6) 2016, the first six (6) patients, designated patient 1, 2, 3, 4, 5 & 6 all generated erroneous access accutni+3. All patients were re-tested on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)). The last three (3) patients, designated patient 7, 8 & 9 all generated erroneous access pthio. All patients were re-tested on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)). The access pthio samples were collected in plasma tubes and spun at 6,000 rpm (revolutions per minute) for three to four (3-4) minutes. Customer reported no visible issues with the integrity of the sample. The access accutni+3 samples were collected in serum tubes and spun at 6,000 rpm for six to seven (6-7) minutes. Customer reported no visible issues with the integrity of the sample. The initial elevated access accutni+3 and access pthio results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Customer stated their qcs (quality controls) were within specification before the event. Qcs were not run after the event. The system check run before the event passed within specification. The system check run after the event failed due to a high %cv on the washed portion.